Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of green slime on the modular cable was confirmed via submitted images. The heartmate 3 vad modular cable (lot number: 7033572) was not returned for analysis. Customer submitted photos revealed fluid ingress on the bulkhead connector and pins. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate iii instructions for use, rev. C, section 2 - ¿system operations¿ and heartmate iii patient handbook, rev. D, section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected, section d4 model number: corrected, section d4 catalog number: corrected, section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #2916596-2023-07356. It was reported that, while the patient was seen in the clinic on (B)(6) 2023, damage on the controller's liquid crystal display screen was found. The patient's controller and modular cable were exchanged after green slime was found inside the controller and the modular cable. The driveline that was in the controller's port was entirely covered in green slime. The patient was placed on their backup controller with the new modular cable. The patient was discharged home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.